Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient contacted zoll customer support to report that he was developing skin irritation and blisters on his back. The irritation was bleeding. The patient's physician instructed the patient to use hydrocortisone cream. The clinical outcome of the irritation and bleeding is unk.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.